Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 259 mg/dl, 267 mg/dl, and 293 mg/dl. A result of 126 mg/dl was obtained on a professional device at the same time. No adverse event reported. Requested return of suspect device and replacement was sent.